Manufacturer narrative:
Siemens filed initial MDR 2432235-2022-00280 on 27-oct-2022 and the first supplemental report on 30-nov-2022. Additional information (16-dec-2022): siemens further investigated the incident. The service visit mentioned in the initial report, which included a total service visit and calibration of the cancer antigen 19-9 (ca 19-9) assay, resolved the elevated ca 19-9 recovery. These activities are part of routine instrument troubleshooting. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
Siemens filed initial MDR 2432235-2022-00280 on 27-oct-2022. Additional information (07-nov-2022): siemens requested for an update on the cancer antigen 19-9 assay performance on the advia centaur xpt instrument. Since service was performed, quality controls have been recovering within acceptable ranges. The instrument is performing according to specifications. No further evaluation of this device is required.

Manufacturer narrative:
A united states customer contacted a siemens customer care center and reported that discordant cancer antigen 19-9 (ca 19-9) results were obtained on 15 patient samples from an advia centaur xpt instrument. Quality controls (qc) recovered out-of-range at the time of the event. The customer indicated that they performed a daily cleaning and recalibrated the assay prior to calling siemens. A siemens customer service engineer (cse) was dispatched to the customer's site. The cse ran qcs and two levels recovered within ranges. The lowest qc recovered out-of-range. Subsequently, the cse cleaned the luminometer and checked the sample and reagent probes' alignments, checked the wash station performance, checked the luminometer dark counts, and reviewed the acid and base dispensing. All were acceptable. Then, the cse ran calibration and qcs, which recovered acceptably. The cause of the discordant ca 19-9 results is unknown. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Falsely elevated cancer antigen 19-9 (ca 19-9) results were obtained on 14 patient samples from an advia centaur xpt instrument when quality controls recovered out of range. Additionally, a falsely depressed ca 19-9 was obtained on another patient sample during this time. The discordant results were not reported to the physician(s). The patient samples were repeated on an alternate advia centaur xpt instrument. The repeat results were reported as the correct results to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant ca 19-9 results.